Event description:
It was reported that high, out of range, high voltage lead impedance was observed. Patient was asymptomatic. Fracture was suspected. The lead was explanted and replaced. The patient tolerated the procedure well.